Event description:
It was reported that during a routine follow-up, the pulse generator exhibited backup vvi mode. After a device software, normal device function resumed. The device remained implanted.